Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling on a laparoscopic appendectomy, the surgeon was able to press the green button but the sta pler locked out and would not fire. It was stated that multiple reloads and a second handle were tried but same issue occurred. A third handle was used to complete the case. There was no patient injury.